Event description:
Pt with hypertension and aortic insufficiency with bicuspid aortic valve disease. Diagnosed with ascending aortic dissection from the root to the arch. Required bentall aortic root replacement with a #25 st jude valve conduit. 13.3 cc of bioglue instilled along aspect of dissection near the arch proximally towards the ascending aorta and continued circumferentially. Surgery successful. Pt discharged to home 11/24/00. Three days later, pt readmitted and diagnosed with infarcts to kidneys and ischemic changes to bowels. Mass noted in descending aorta. Surgical removal. A mass of glue was removed approx 9 cm. Surgery successful. Pt discharged to home, required dialysis.